Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1871. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received on 17-jun-2019 indicating that the event occurred during routine testing. Device evaluation date: 21-jun-2019. Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and showed that "error 1871" was recorded in history. During analysis, the customer's reported problem was verified. The pump was found to be displaying "1871" error code alarm message during the investigation, due to faulty motor. Service will replace the faulty motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.